Event description:
Allied medical issued two separate recalls on this particular oxygen regulator. Defined as an FDA class 1 recall due to several people being burned due to aluminum being used for the initial parts. Company informed me that this product is unsafe to use and should be destroyed but will not honor or support the recall because they feel it was issued too long ago. I believe there is a large number of these dangerous regulators in service as standby safety equipment.